Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 (implant date) as no event date was reported. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted into the patient during a procedure performed on (B)(6) 2018 for the treatment of pelvic organ prolapse. As per reported by the patient's attorney, as a result of the implanted mesh, the patient immediately suffered severe and debilitating pain. She has had trouble urinating, cannot sit or stand for prolonged periods of time, is unable to engage in sexual relations, and has suffered from severe pain, vaginal bleeding, depression, anxiety, and worsening incontinence. She has experienced significant physical, psychological and emotional pain and suffering, undergone surgeries and hospitalizations, and has sustained permanent and debilitating injuries. Furthermore, the mesh has rendered the patient disabled and unable to work. Boston scientific has been unable to obtain additional information regarding the event to date.